Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having issues with the insulin pump, and the device was giving more insulin that he was programming in several occasions. The caller stated that in one instance his blood glucose dropped to 50mg/dl as a result of the over delivers. The customer also mentioned that there were other occasions where the insulin pump will not give him any insulin. The customer did not feel comfortable and requested a replacement. Assisted the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.